Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt experienced an inappropriate therapy for a atrial flutter with a rapid ventricular response. It was discussed that the device settings should be adjusted to prevent an unnecessary shock. The issue clinically resolved by reprogramming the device and it remains implanted.